Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl's enegery levels were outside of 20% from expected durning testing.there is no indication of patient involvement.